Manufacturer narrative:
A ge representative evaluated the system and replaced the collimator. System operates as intended. This MDR is related to ge healthcare.

Event description:
Customer reported the collimator blades do not go in or out. No pt injury was reported.